Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh33 anvil dislodged. Finally the anvil was reattached with anvil grasper to complete the case. There was no consequence to the patient.